Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0002648920-2019-00136, 3007963827-2019-00055. Concomitant medical products: ng ps mic pre st tib plt sz2, item# 00598002702, lot# 63456771. Femoral component option, item# 00596401351, lot# 63403674. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced pain and swelling approximately 5 months post left knee joint replacement. Subsequently the patient underwent therapy due to infection approximately 9 months post implantation. The left knee joint was cleaned and anti-inflammatory treatment was given postoperatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Supplemental report to add item and lot number and correct complaint description.

Event description:
It was reported that a patient underwent "left knee joint replacement" and subsequently was revised due to infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by review of the office visit notes and x-rays that were provided for investigation. The notes indicate that the patient experienced pain, swelling, redness approximately five months after procedure and received antibiotic therapy with resolution of the symptoms. The patient subsequently developed the same symptoms and was admitted to the hospital and diagnosed with left knee infection. It was reported the patient underwent clean out of left knee joint. X-ray review by third party hcp found marked soft tissue swelling on both the undated exam and the images where there is also interval development of lucency along the tibial tray. The findings are consistent with an infectious process. Also osteolysis was seen. Device history records (dhrs) were reviewed for anomalies/deviations and no relevant anomalies/deviations were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.